Event description:
Attempt to place PICC in basilic vein on right arm. When advancing guidewire, resistance was met. Guidewire removed without difficulty and appeared frayed and fragmented. CT of arm reveals 1cm fragment of guidewire remains retained in pt arm.